Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to off label use because of patient's anatomy. However, the appropriate individuals have been notified and we will continue to monitor for similar events.

Event description:
A female with myocardial infarction and a previous history of hypertension had a narrow aortic bifurcation and underwent aaa repair in 2008. The procedure went as labeled, but stenosis was found at the third stent from the proximal side of the contralateral iliac leg graft by the final angiography. The stenosis was expanded by a pta balloon and another manufacturer's stent was placed. The perigraft flow was improved with this patient. Patient status is unknown at this time.